Event description:
The pt experienced a return of pain after her device stopped working. There was no response from the device; the battery was depleted. Not normal depletion. Her device was explanted. Additional info has been requested.

Manufacturer narrative:
(B)(4).